Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed. User was unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the main drawer 1.1 was failed. A field service engineer (fse) contacted the customer remotely to understand the reported issue and to identify the type of drawer involved. The fse confirmed that the drawer was a mini engine and discussed whether the issue was caused by a medication jam, as the customer was initially unsure. The fse provided guidance over the phone on how to resolve the issue. A follow-up call was later received from a pharmacist confirming that the issue had been resolved, with no additional details available regarding the medication or any patient delay. The fse did not visit the site and was unable to obtain further information. It was determined that the issue was caused by medication being placed incorrectly in the mini engine pockets and was not related to a machine malfunction and was fixed to resolve the issue. The system functioned as intended after the field service engineer investigated the issue of the device.